Event description:
A customer reported that a system message displayed during a procedure. The system was exchanged and the case was completed without harm to the patient. Additional information was received from the customer indicating that their facility lost power for six seconds, and when the power was restored, the system message displayed.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface pcb (printed circuit board) to resolve the customer reported problem. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).